Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the manufacturer representative (rep) helped to change to program 2. When asked if their retention has worsened as a result of the device or therapy, the patient reported it had not worsened - not the results they hoped for yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that the patient hadn't had any results at all since they were implanted. The caller stated the patient was still having to catheterize themselves (caller confirmed catheterization is the patient's standard of care for their baseline symptoms.) The caller stated the representative, had told them to wait a week before messing around with the controls, and that's why they'd called today because they wanted to increase the stimulation. Caller said they couldn't find (B)(6) number and wanted to talk to (B)(6). Patient services reviewed the role of the representative and patient services with the caller as well as device description/function, therapy expectations, and stimulation and programming considerations as well as ins battery longevity considerations and walked the caller through successfully connecting to the patient's therapy settings. The therapy was on. The caller then increased the stimulation to a level where the patient felt it comfortably in their scrotum. The caller confirmed that that it was "down below" and in the bike seat area. The patient said they didn't know if their scrotum was "itching or tingling or what" but they said it was comfortable. External devices were functioning as intended. The patient was going to monitor their symptoms now that a change had been made. Patient has a post op appointment "a week from wednesday," and then they said that it was on "the 10th." They plan to reach out to the patient's health care provider (hcp) at the appointment for further programming guidance and therapy concerns if they still had them. Documented reported event. No further action was taken by patient services. The caller called back and said that their patient had the implant 2 weeks ago, but they do not have the feeling to go yet. Caller confirmed patient has bladder retention. The caller said that they increased the stimulation from 1 to 1.2 a week ago, but the patient still cannot urinate. The caller said this started after the implant was implanted. The caller said that during the trial the patient can urinate. The caller said that before calling mdt today they increased the stimulation to level 2. The agent informed the caller to monitor symptoms first for a couple of days, and then if there are no changes, they can increase the stimulation and see if symptoms will reduce to 50% if not, they can consider changing their program but coordinate with their hcp first. The caller confirms they have a follow-up with an hcp on march 11.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative (pt rep) and manufacturer representative (rep). Pt rep called back saying the doctor instructed them to contact a manufacturer representative (rep). Caller stated the patient had not had any luck with the therapy and they had increased the settings a couple of times and now they were having a hard time with the catheter. They had been trying to reach a rep but have not been able to reach them. Caller stated when patient had a bowel movement, pee came out. Agent emailed reps who spoke with the patient and their wife on (B)(6) 2026.